Event description:
A customer reported a malfunction on their pump, which did not cause any adverse impact on their blood glucose level. Technical support provided the customer with instructions on how to reset the pump, and successfully assisted them with the reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support again if the issue reappears.